Manufacturer narrative:
Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a no external power alarm. It was unknown if this was due to the power cord coming loose form the wall outlet or from the connection with the mobile power unit. Additional information was requested but not provided.

Manufacturer narrative:
Date of event and usage of device: correction. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via analysis of the submitted log file. A review of the submitted log file showed that it contained approximately 7 days of data ((B)(6) 2019, per the time stamp). On (B)(6) 2019 at 17:40, the rsoc voltage levels of both power cables fluctuated from the expected ~12.8v down to ~2.5v then to ~0v activating low power hazard, power cable disconnect, and no external power alarms. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and indicated an intermittent loss of power. The alarms cleared when the power source was switched to the 14v li-ion batteries. Pump support was not affected during these events as the system was supported by the backup battery as intended. Despite these events, no other atypical events or alarms were captured in this log file and the pump appeared to function as intended, operating above the low speed limit while the driveline was connected. Visual inspection of the mobile power unit associated with the complaint was not conducted as the device was not returned to abbott for evaluation nor the serial number was reported. Multiple attempts were made to obtain additional information from the customer regarding the reported event as well as the mpu associated with the file; however, no further details were provided. Based on the log file analysis, a root cause for the no external power alarms recorded in the log file appeared to be related to a loss of the ac power while connected to the mpu. Heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ and heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ address all alarm conditions including those associated with no external power, power cable disconnect, and low power hazard alarms, and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook under section 3 ¿powering the system¿ explains how to use the mobile power unit. Connecting the power cord is also described in this section. The document referenced above warns the user to ¿avoid positioning the mobile power unit where access to the power cord plug into the wall socket is limited or where disconnection of the plug from the wall socket is difficult. If there is a power failure, transfer from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while you transfer to batteries. Do not rely on the controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop¿. Heartmate 3 instructions for use and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.